Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Device evaluation: the zilbs-635-6-8 device of lot number c1333985 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the lab on 08 nov 2018. Complaint is confirmed as the failure was verified in the laboratory. The flexor was separated. It may be noted that a project (B)(4) has been completed and addresses the issue of outer sheath separation from the handle. The lot involved in this complaint was manufactured prior to implementation of this project. Document review and IFU review: prior to distribution all zilbs-635-6-8 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (B)(4) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number (B)(4). Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number (B)(4). IFU review: there is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the resistance encountered when advancing the stent. Summary: complaint is confirmed as the failure was verified in the laboratory. The flexor was separated. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: "when they were going to deploy the stent, they had a lot of resistance and the outer sheath by the handle became separated from the handle. About 2-3 cm from the tip of the catheter, there is a kink on the catheter. The stent is partially deployed (about 1 cm of it). Device was removed, another device was used to complete the procedure successfully."

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: "when they were going to deploy the stent, they had a lot of resistance and the outer sheath by the handle became separated from the handle. About 2-3 cm from the tip of the catheter, there is a kink on the catheter. The stent is partially deployed (about 1 cm of it). Device was removed, another device was used to complete the procedure successfully."